Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Three days post implant, an intermittent loss of capture was reported. The ventricular threshold was 3.5v @ 0.35 ms with stable impedance. A revision procedure was planned for the next day, but biotronik has not received any information about the result. On (B)(6) 2015 update: the patient was admitted because of a broken leg. During hospitalization it was noticed that the patient needed a pacemaker so he received one on the (B)(6) 2015. The implantation was not easy because the patient was shaking a lot (possibly due to the leg pain). During the procedure the patient was sedated to allow the implanter to finish the implantation. User suspects that oversensing of myopotentials may have been the cause of the pacing inhibition. Should more details become available, this report will be updated. The disposition of the product is currently unknown. No adverse patient side effects have been reported.